Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 0216735. A review of the device history record was completed for batch# 0216735. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200884189] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that at least one bd micro-fine¿ insulin syringe needle experienced hub separation from the device. The following information was provided by the initial reporter: the mother of a young patient came back to us saying that the needle comes off the micro-fine bd syringe when she removes the orange tip. This has happened to them many times.